Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4). Analysis information -- (B)(6) 2018 10:02:57 cst pli# 20 product ID# 3058 (s/n: (B)(4)) a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. No significant anomalies was found the ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs in reference to # {ins to broken lead} electrode. The ins output was tested at the distal end of the returned lead. A short was identified between circuits and no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, lot#: va1fzw5, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient was sent for an MRI of the knee and during the MRI patient experienced pain at the implant site and the MRI was aborted however, patient continued to experience pain and requested that the device should be removed. During explant, the lead fractured and 4 electrodes were left in the patient. No further complications were noted or anticipated